Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "wires" down a patient's back "kept breaking." It was noted that a wire broke and was replaced. This was the second time in 2002 that a wire broke and was replaced in the patient. Additional information has been requested but was not available as of the date of this report. See MFR report # 3007566237-2013-00099.

Event description:
Additional information stated the previously reported device was not made by this manufacturer. No further information was reported.